Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. There was blood and contrast inside and outside of the device. The device fell apart at the collar when it was removed from the bag during lab analysis. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection revealed a separation at the collar, damage to the tip and collar damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2016. It was reported that interventional device could not pass through the guidezilla guide extension catheter. The target lesion was located in the severely tortuous and severely calcified left coronary (lcx) artery. A guidezilla¿ guide extension catheter was selected for use. During procedure, ablation was performed using a 1.25mm rotalink¿ burr. After performing ablation, a 3.0mm non-bsc balloon catheter was inserted but could not cross the lesion due to severe tortuousity. The guidezilla¿ was then inserted and the balloon catheter was attempted to cross of the guidezilla¿; however the balloon came in contact with the collar of this device and failed to be inserted. The guidezilla¿ was then slightly withdrawn and insertion was attempted again but still could not pass. The procedure was completed with another of the same device without further issues. No patient complications were reported and the patient's status was good. However, device analysis revealed a separation at the collar.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when device was withdrawn outside of the patient, it was almost detached but still attached together.